Manufacturer narrative:
Additional information received: no health damage to patients - no injury. 8000-opn-014 [0] rotary nickel titanium endodontic files 10.01.2024spe vdw: further information received via email attached: product will be returned to vdw. No broken part remained in root canal, canal was filled without broken part. Treatment completed and no other treatment necessary. - attached correcting complaint to non-reportable. Applied opn 14 8000-opn-014 [0] rotary nickel titanium endodontic files 10.01.2024spe vdw: further information received via email attached: product will be returned to vdw. No broken part remained in root canal, canal was filled without broken part. Treatment completed and no other treatment necessary.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that unk vdw - k file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.